Manufacturer narrative:
The manufacturer previously reported that a ventilator would not power on. There was no harm or injury reported. The device was returned to the manufacturer and the customers complaint was confirmed. The device's system board and power management board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if the device malfunctioned. A follow up report will be submitted when the manufacturer's investigation is complete.